Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00658, (B)(6), s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - surgeon took out the cup, liner and headball to put in a zimmer dual mobility but used djo 28mm ceramic head to match the stem.